Manufacturer narrative:
Patient identifier: initial ni / updated: (B)(6). All available patient information is included. Additional patient details are not available. Catalog no: initial: 02k41-27/ updated: 02k41-37.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for lot 35635un22 did not identify an increased complaint activity related to the falsely elevated patient results. A review of tracking and trending data for the product was performed and did not identify any related trends associated with the complaint issue. His further investigation reviewed historical performance of the lot 35635un22 which was evaluated using worldwide data from customers in the field for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 35635un22 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 35635un22. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. Device history record review was performed on lot 35635un22, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat troponin-I reagent lot 35635un22 was identified.

Manufacturer narrative:
Reference customer's medwatch form FDA 3500a (10/15): uf/importer report # (B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
Abbott was notified on 05jul2022 of a user report from the customer stated they observed a discrepant architect stat troponin-I result while running on the architect i2000sr. On (B)(6) 2022, a 53-year-old female patient presented with epigastric pain after taking a walk. The woman arrived in the emergency department at approximately 16:00. The patient had a normal EKG. Sid (B)(6): initial troponin-I result of 0.451 ng/ml at 16:47. (Customer reference range 0.000 - 0.031 ng/ml). Based on the elevated troponin-I result, the patient was started on standard therapy for nstemi which included asa (aspirin) load, nitroglycerin, and a cardiology consult. A second sample sid (B)(6) was collected and tested at 19:42 and the result was 0.000 ng/ml. The customer re-centrifuged the original sample and repeated the test and generated a result of 0.030 ng/ml at 21:21. On (B)(6) 2022, the customer repeated the original sample again and the result generated was 0.000 ng/ml at 11:36. No harm was reported to the patient post initial treatment in the ed, the heparin drip was not administered due to the negative result on repeat collection. All treatment was discontinued after repeat testing. There was no adverse impact to patient management reported.